Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed; due to clogging of the nozzle, water removal ability did not meet the standard value. In addition to foreign objects found in the nozzle, additional findings are as follows: due to wear of the angle wire, the bending angle in the up direction did not meet the standard value; due to wear of the angle wire, the play of the up/down knob was out of the standard value; the adhesive on the bending section cover had a chip and was cracked, the adhesive on the bending section cover had a white clouded area, the suction connector was dirty due to water leakage; due to wear of the flexibility adjustment ring, the flexibility adjustment function did not work, switch button one (1) had a scratch, the light guide (lg) lens had a crack, the protector of the universal cord on the suction connector side had a scratch, the objective lens had a scratch, the adhesives around the objective lens and lg lens had a white-clouded area, the plastic distal end cover had a scratch, and the connecting tube had a scratch. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was a weak water supply while using the evis exera iii colonovideoscope. There was no patient harm associated with the event. The device was returned and evaluated, and there was found to be foreign objects in the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Event description:
The issue occurred during the procedure, there was no delay, and the procedure was completed.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer: b3/date of event: 10 jan 2023. B5/event description: the issue occurred during the procedure, there was no delay, and the procedure was completed. D10/concomitant medical products: cv-190plus(sn: (B)(6) therapy date (B)(6) 2023.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the air/water nozzle was observed, nor was there any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The instruction manual operation manual ¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system¿ describes the following warning: "8 inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. <> 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.